Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that when a patient presented to the emergency room with pre-syncope, episodes of non-sustained lead noise due to noise were observed. The physician elected to explant and replace the lead. The patient was stable.